Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient with diabetes kept receiving an error, reviewed halo and can see cassette error multiple times. Patient reports that he then went to change the cassette and saw insulin inside the pump, and reports drying it off and then also put a fan to the pump. Patient reports no issues with the pump after it dried. Patient reports that he is filling the cassette to 300 units. Discussed fill technique regarding insulin to prevent from happening again. He also reports that he is going through cassettes faster because of his high insulin needs and is working with his hcp to get a new prescription to change cassette every 2 days instead of 3. Patient reports that he also has went through a cleo that did not stick and would like that to be replaced. There was a suspected leak. There was no patient injury. Patient details were provided: the patient is not hispanic/latino, white male, 61 years of age, weighing 205.0 lbs.